Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. However, it is likely the damaged adhesive was caused by some external force applied to the affected part. The following is included in the instructions for use which may detect the event: "inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The probe unit/distal end was leaking. The plug unit and the elevator channel water flow inlet were loose. The bending section cover glue had a crack and the cover had minor scratches. The forceps cover glue was peeling. The insertion tube had multiple buckles. The control knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the exera ii ultrasound gastrovideoscope failed the leak test. The issue was found at reprocessing. No patient harm reported. During the evaluation of the device, it was noted forceps cover glue was peeling. This report is to capture the reportable malfunction of peeling forceps cover glue noted at estimation.